Event description:
The customer reported that the screen was intermittently white then blurry causing a loss of live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage terminals were greased and the x-ray tube was calibrated. The system was then found to be operating as intended.